Manufacturer narrative:
A ge service rep performed an on site investigation and verified the workstation and table would not boot up. The electrical system, including the boards, was evaluated and the power surge board was replaced. The system was tested and operates as intended.

Event description:
The customer reported the 2800 system workstation would not boot up and there was no power to the table or the workstation. No pt injury was reported.